Event description:
Due to a folding problem with this lens, it could not be delivered through the ez-28 sofport delivery device to the eye. There was patient contact but no patient injury. Another lens was used for the procedure.